Manufacturer narrative:
Follow-up and ptc investigation result received on 06/16/2014. No response was obtained after follow-up attempts. (B)(4). Final assessment: when a term like "broke" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, or if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken." Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Since no product was returned for investigation, we cannot confirm this quality complaint; however, based on the complaint description provided, we are able to conclude that a quality issue is plausible. It is possible during the manufacturing assembly process a small gap was left between the inner coil and inner catheter (they should be butted together during assembly). When the outer coil of the micro-insert is wound down a small portion of the coil can become trapped in the gap. If a device has this issue, when the physician presses the button to release the micro-insert, the outer coil may sever itself as it is being deployed from the catheter. In typical situations, this severing occurs inside the catheter prior to the pieces being deployed from the catheter. The severing of the coils inside the catheter does not pose a significant risk to the health of the patient. Medical assessment: this case reported complication of insertion due to breakage. This event is not necessarily indicative of a quality defect. (B)(4) case reports have been received to date in relation to batch number b60746 but none of these cases refer to a similar type of breakage event. No batch signal could be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At time of this medical assessment the technical investigation concluded "unconfirmed quality defect - but plausible" with a final risk category IV, a defect which does not pose a hazard to patient's health as the severing of the coils does not pose a significant risk to the health of the patient. According to the technical assessment a quality defect was plausible and based on the provided information the defect type corresponds to the following (B)(4) device breakage. In summary, based on the available information of the device breakage and a product defect, a causal relationship cannot be excluded. Company causality comment: this medically confirmed, spontaneous case report, refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure proximal 5 coils broke off and had to be removed along with original device. Reporter causality assessment was not provided. All events are non-serious. The event proximal 5 coils broke off and had to be removed along with original device interpreted as a device breakage, is unlisted according to the reference safety information for essure and was regarded as a near-incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The remaining events are listed and non-incidents. Single cases of essure breakage have been reported. In this particular case, a device breakage was reported during essure placement procedure (complication of device insertion) and the insert had to be removed (failed insertion); considering that the reported events occurred during essure insertion a causal relationship with the suspect insert cannot be excluded. According to the technical assessment a quality defect was plausible, based on the available information of the device breakage and a product defect; a causal relationship cannot be excluded.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and the proximal 5 coils broke off and had to be removed along with original device. On (B)(6) 2014, during the insertion procedure, 5 coils from proximal essure broke off and had to be removed along with the original device. The lot used was b60746. Bilateral placement was successful. Case correction on (B)(6) 2014: after internal review this case was upgraded to near-incident due to device breakage. The event device failed insertion was added to the case.